Event description:
A low reading issue was reported with the adc device. The customer reported "too low" sensor readings with seizure and loss of consciousness. The customer was taken to hospital where they were treated with unspecified infusion for diagnosis with hyperglycemia. A healthcare meter result of 630 mg/dl was obtained, compared to a sensor reading of 120mg/dl. The results when plotted on a parkes error grid fall into the "out of range" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. N/a was selected for PMA/510(k) # as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us; however, libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.